Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 53 mg/dl at the time of the incident. The customer was at 172 mg/dl at the time of the call. The customer was given food to treat. The customer experienced low symptoms such as weakness, nausea, headache, loss of awareness, and vomiting. The customer stated they were getting highs in the afternoon and lows in the morning. The customer experienced high symptoms such as nausea, vomiting and difficulty breathing. The customer treated the highs with the pump and manual injections. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the low and not the highs. The insulin pump will not be returned for analysis.